Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a co2 calibration failure. As clarified by the customer biomed, the co2 calibration procedure was all grayed out when they attempted to calibrate the device. There was no patient involvement.